Manufacturer narrative:
Complaint number: (B)(4)). No samples were received. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no other complaint on this material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control that might affect the function of the product. No irregularities were detected and all requirements were met during the entire manufacturing process. In addition, during final checking, which includes function tests, no abnormalities were observed. The complaint cannot be determined. Further comments: there is a validated 100% in-process control for the threading in of the needle on the assembly line. In addition, during production the product is tested during in process control and final checking. Please advise the customer to open the blister packaging with care and to fully remove the device from the packaging. Pay particular attention to not inadvertently hold the needle cap in place while removing the device. In order to ensure continuous improvement of our product quality, the screw-in torque has been improved in order to reduce the risk of spin out and improve seating. Due to continuous product improvement, the newly designed safety shield can be turned 360 degrees, thus enabling the user to select the preferred position. If the user chooses to rotate the shield for better positioning, please ensure that the shield remains fully seated on the holder. Do not use if product has sustained any transport damages. Please handle our products according to their instructions for use. We appreciate it being brought to our attention as we continuously strive to improve greiner products and services.

Event description:
Customer states that a needle disengaged from the holder during a blood draw. There was also one needle stick injury that occurred when a phlebotomist attempted to activate the safety with their thumb and the shield moved. The customer feels that the shields seem very loose.